Event description:
Caller reported aviva system blood glucose results of lo, which on the system indicates a result of less than 0.6 mmol/l, and 15.5 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.